Event description:
Ref imp (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 3 std: ref (B)(4) / lot 110546 (60 stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg. The 59 stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.